Event description:
The user facility reported during a patient procedure, or personnel raised table height with hand control. As table rose, the stainless steel bottom cover rose as well. This exposed the counterweights and batteries inside table base. The customer continued and finished the surgical procedure, then lowered table back down. Upon completion of the surgical procedure, the table was removed from service. No injuries were reported. No procedural delays or cancellations were reported.

Manufacturer narrative:
A steris field service technician arrived on site, inspected and tested the surgical table, and was able to duplicate the event. The technician removed the shrouds, and found a metal hanger bent slightly out of position, causing the shrouds to become stuck together as the table was raised. This prevented the shrouds from telescoping, and caused the base to rise with the table top, exposing the counterweights and batteries inside the base. The technician repaired the metal hanger and reinstalled the shrouds. The technician tested the table, found it operational and returned it to service. The cause of the bent hanger is attributable to force applied to the column of the table. The unit was installed on 10/16/2003, and is under steris service contract. The last service event occurred on 11/13/2012. The shrouds functioned within specification during the course of service, and no other issues were noted.